Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the introducer sheath was misshapen was confirmed. One 3.5fr x 5cm microintroducer was returned for investigation. The introducer revealed evidence of use. What appeared to be blood residue was observed between the vessel dilator and sheath. The leading edge of the introducer sheath was crumpled. The sheath length and outside diameter of the dilator were within specification. This type of damage can occur if the sheath is advanced against resistance; however, the characteristics of the damaged sheath edge did not lead to an identification of a specific root cause. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when placing the catheter in this patient, the operator found that the seldinger microintroducer sheath was uneven. On (B)(6) 2021- the returned introducer sheath was crumpled.